Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that he has been receiving no delivery alarms for two months. Customer stated that the alarm occurs when he changes his pump site. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. Customer also stated that he isn't getting low battery alarms only bad battery alarms. Customer notices that the pump doesn't hold a battery for any longer than a week. Troubleshooting was performed and customer received a failed battery test. Insulin pump will need to be replaced. Customer stated that his parents declined the loaner pump. A replacement battery cap will be sent as a courtesy. No additional information provided.